Manufacturer narrative:
Siemens filed initial MDR 2432235-2021-00289 on 03-dec-2021. Additional information (07-dec-2021): siemens further investigated the issue and determined that the dilution probe aspiration pump (dip) and sample pump seals could affect sample delivery and pre-dilution. Therefore, the dip and sample pump seals potentially contributed to the discordant lipase result. The cse returned the instrument into operation by replacing these components. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
A united states customer indicated that a discordant lipase (lip) result was obtained on a patient sample on an advia chemistry xpt instrument. The customer indicated that quality control (qc) had recovered acceptably for lip. Lamp voltage and lamp energy were reviewed and determined to be acceptable, and the cuvettes were recently replaced. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service call. Then, the cse replaced the dilution probe aspiration pump (dip) and sample pump seals and realigned all probes. Next, the cse ran qc and patient samples, which recovered acceptably. The cause of the discordant lip result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant lipase (lip) result was obtained on an advia chemistry xpt instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate advia chemistry xpt instrument. The customer was unable to provide the repeat result. There are no reports of patient intervention or adverse health consequences due to the discordant lip result.